Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: sales rep was in the case and she believes the device had fully fired when the knife stopped and failed to return to the home position. A black gst cartridge was being used with no buttressing. The pouch leak checked fine at the end of the case. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60t cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass and endoscopy revision from prior sleeve gastrectomy procedure, on the second firing, the doctor fired the device. Blade did move forward but then seemed to stop. It was unclear if the device had fully fired. The device did not automatically reverse. The doctor was instructed to use the reverse switch but she found the reverse button to be "floppy" and it would not reverse the blade. The doctor was instructed to use the manual reverse override and the blade did reverse. Case completed with another device of the same product code. There were no patient consequences reported.